Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016 and (B)(6) 2016, there were inaccuracies between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. The sensor was inserted at the abdomen on (B)(6) 2016. Reportedly, the patient calibrated while the receiver displayed the error reading symbol. No additional event or patient information is available. Data was provided. No inaccuracies were found. The reported inaccuracies could not be confirmed. A root cause could not be determined via data. Labeling indicates: when your display device has system errors, you may not receive any sensor glucose readings and you should not calibrate.